Event description:
Defective gambro cartridge blood set. Missing section of tubing below cartridge and venous end of dialyzer luer lock connector. Staff alerted to lot number defect, in which tubing disconnected during pt run 4 days before (incident at dialysis center). Set up not used on pt.